Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right ventricle (rv) lead exhibited high capture threshold and high pacing impedance. The physician decided to reposition the rv lead; however, the lead was found to be stuck in the device header due to the inability to loosen the set screw. As a result, both the pacemaker and rv lead were explanted and replaced. The patient was in stable condition.